Manufacturer narrative:
Device evaluation did not show any malfunction. The complication may be caused by guide not positioned properly in the patient's mouth and/or not following tissue flap requirement prior to guide seating.

Event description:
Doctor used a surgical guide to place dental implant. He performed osteotomy for 26 and 28 and probed the site before placing implant. He noticed there was no lingual wall for 26. Doctor then took a cbct scan of patient to see site 26 and 28 which showed implant 28 pierced lingual wall.